Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 09/10/2019. In response to receiving a post-market surveillance survey for blue ctni cartridges, the customer reported observing positive I-stat ctni results that were considered discrepant from the laboratory instrument results. The customer did not disclose any numerical results, cartridge lots or a specific time frame during which the discrepant results were observed. No relevant issues were identified through a review of quality system information. No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q3 2019.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a patient. The customer stated that they are unable to provide specific details, other than (plasma) negative on ortho vitros, and positive on I-stat. The customer did not provide actual I-stat or lab results. This incident was received as part of the abbott point of care active monitoring program q3 2019. There was no patient information at the time of this report. Return product is not available for investigation. Cartridge lot# information is also unknown. The facility reported that most of complaints voiced regarding ctni are reported by the emergency room and investigated by the laboratory. This is not often and often resolved internally. Customer is not aware of any adverse patient reaction. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00q reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).